Event description:
The hospital reported a case of endophthalmitis that occurred after a pt underwent a lensectomy and intraocular implant with vitrectomy. The doctor performed a vitreous biopsy and the pt received intravitreal antibiotics. The cultures indicated a coagulase negative staphylococcus infection. The pt condition is improved. No cultures were performed on the system. The system was subsequently used from the date of the event to 2007, with no problems.

Manufacturer narrative:
No samples were returned for evaluation. The single-use devices used in the surgery had been discarded by the facility. The incident was reviewed by the hospital's cross-infection team and the trust microbiologist. The microbiologist review found that the cultures indicated nothing that linked the infection to the system, and concluded that surgery should carry on in the unit. A review of complaint trend indicates no adverse trends for endophthalmitis. The device history record was reviewed and there were no manufacturing issues during assembly/testing. The root cause of the endophthalmitis could not be determined.